Event description:
A sample for creatine kinase generated a result of 44 iu per l on the cobas c501. The physician asked the lab staff to rechecked the result since the pt had been diagnosed as having a muscle disease and he was expecting a very high concentration. No results for the repeat testing were provided. A second sample from the same pt which was drawn 6-24-09 was tested and reported as 17 iu per l. No info was provided to determined if erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.